Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #s 2134265-2012-06527 and 2134265-2012-06903. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented for an elective left heart catheterization procedure. The 98% stenosed target lesion was located in the severely calcified distal right coronary artery (rca). Three promus element plus stents, sizes 2.25x16mm, 2.50x20mm and 2.50x12mm, were implanted in the lesion overlapping. It was noted that the stents were well positioned and apposed in the lesion. The procedure was successfully completed and the patient was put on 600mg of plavix. Thirty minutes later, the patient began experiencing chest pain and was brought back to the catheterization lab where it was discovered that the three promus element plus stents had thrombosed. The thrombosis was treated with a thrombectomy catheter and then an additional 2.50x16mm promus element plus stent was implanted in the lesion. The procedure was successfully completed with no additional patient complications reported. The patient's current condition is stable.